Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. If should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens during the same surgery. The reporter stated it was unknown as to why the lens was removed from the patient's eye or if there was any injury. If additional information becomes available, a supplemental medwatch will be sent.